Event description:
Procedure: proctectomy. According to the reporter: the device was applied across dorsal vein complex. The stapler cut but did not lay staples. Bleeding resulted which was treated with cautery and application of another device.

Manufacturer narrative:
Initial report sent to FDA on 04/16/2008.